Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure of 3d adjustment failed was confirmed; switches did not function due to damage of the switch box. In addition, the following reportable malfunctions were identified during the device evaluation: image noise due to a break in the ccd unit and light guide lens was stained. A root cause could not be identified. Based on historical data, possible causes include damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the deflectable videoscope 3d adjustment failed. The issue occurred during set up and there were no reports of patient involvement.